Event description:
It was reported that, the debris shield blew causing a slimline fiber and a moses fiber to break immediately after the first shot. The fiber and the debris shield were replaced, and the procedure was completed with another of same device. There were no patient complications. This report refers to the moses fiber that broke.